Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received failing qc results for multiple assays and questionable hemoglobin a1c gen 2 results for 20 patient samples. Data was only provided for one patient sample. The original result was 9.9% and the repeat result was 5.6%. The original result was reported outside the laboratory. The repeat result was believed to be correct. There was no adverse event. The hemoglobin a1c reagent lot number was 69089201 with an expiration date of 07/31/2014. The field service representative found a rinse nozzle was overflowing the cells with water and the vacuum nozzle was plugged. He cleaned the nozzle and vacuum tubing and performed a cell wash. The customer ran qc for all tests which all passed.